Event description:
The customer reported that the system was not saving pt images. (Data loss). There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos and gpos board batteries were evaluated and replaced. The boards were reseated. The cmos settings were readjusted. The system was tested and found to be working as intended and returned to service.